Manufacturer narrative:
An event of valve explant due to aortic insufficiency and a ruptured cusp was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. On (B)(6) 2017, the device was explanted due to aortic insufficiency. The patient was symptomatic with aortic stenosis and a pre-existing ascending aortic aneurysm. Upon explant, a torn leaflet at a commissure was observed. The device was replaced with a 21mm edwards perimount valve. The patient is reported to be stable.